Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer advised that end user was ordering new tires as the wheel lock shoe spacer was tearing up the tire when the brake is applied. The caller stated that the wheel lock was locked part of the way and the end user was trying to around the chair. The caller also stated wheel lock was gummed up and broken. In addition the caller stated he believed that due to the damaged wheel lock he believes the end user was unable to engage the wheel lock properly causing the shoe spacer to gouge the tire.